Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pace impedance measurement greater than 3000 ohms which triggered a lead safety switch (lss). This resulted in the pacemaker device automatically switching the rv lead from the bipolar to the unipolar pace and sense configuration. The rv threshold was noted to be very high and the lead was suspected to have caused a cardiac perforation. A chest x-ray was performed and the lead position in the apex was noted to appear normal. The rv lead was surgically repositioned to a location closer to the septum. The rv lead remains in-service. There were no patient symptoms and no additional adverse patient effects were reported.